Event description:
Tip of syringe broke off into the end of the access needle catheter. The access catheter/needle was removed. Pt had to have 2nd needle inserted for dialysis access. The syringe package was saved and info reported to purchasing.